Event description:
The hosp reported that during a coronary artery bypass procedure, four heartstring iii seals would not load properly. A replacement device was used to complete the procedure. The hosp did not report any pt effects. Refer to MFR report #s 2242352-2012-01043, 2242352-2013-01205 and 2242352-2013-01206 for the related reports.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for each of the reported product lot numbers. There were no non-conformances recorded in the lot histories. A maquet rep visited the hosp due to the multiple issues that the customer experienced with the heartstring iii device. (B)(4).